Event description:
Additional information was received that vns simply made the patient's condition worse. The device has been disabled since (B)(6) 2014. It was reported again that the patient does not talk anymore, maybe just one word a day now, though she used to sing a lot. No additional relevant information has been obtained to date.

Event description:
Additional information was received from the patient's caregiver that the patient has stopped talking little by little and the vns is programmed off. No additional relevant information has been obtained to date.

Event description:
It was reported that the vns patient had experienced hypoxia, coma, voice alteration, and other unspecified adverse events. It was noted that the patient did not receive efficacy from the device and that the patient¿s caregiver wanted to have the device explanted. No known surgical interventions have occurred to date. No further information relevant to the events has been received to date.